Manufacturer narrative:
The investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the customer answered yes to the following survey question: "are you aware of any issues with unresponsive keypads or stuck keys on models 8100 pcu?" There was no patient involvement.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of the failure was not identified. A serial number was not provided therefore a review of the device history record cannot be performed.

Event description:
It was reported that the customer answered yes to the following survey question: "are you aware of any issues with unresponsive keypads or stuck keys on models 8015 pcu?" There was no patient involvement.

Event description:
It was reported that the customer answered yes to the following survey question: "are you aware of any issues with unresponsive keypads or stuck keys on models 8100 pcu?" There was no patient involvement.

Manufacturer narrative:
Additional information added to: e2 and g2 for biomed as health professional. The reported issue to the following survey question: "are you aware of any issues with unresponsive keypads or stuck keys on models 8100" with yes as a response could not be investigated further for confirmation because no product was returned. The root cause for the reported survey response yes to the following survey question: "are you aware of any issues with unresponsive keypads or stuck keys on models 8100 was not determined because no product was returned. No device history search was performed since no source device serial number was reported by the customer. A review of the (B)(6) 2021 complaint review board (crb) did not find an increasing trend for the reported issue of ¿unresponsive keypads or stuck keys on models 8100¿. Based on the crb review and the limited information provided no further investigation actions will be performed.